Event description:
(B)(4). Hair loss, acne, weight gain, tooth decay, horrible pain in lower abdomen, tumor on right ovary, cysts on my left ovary, already had my right ovary removed, intercourse is very painful, hip pain, headaches, fatigue, 1 miscarriage.